Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and the ultrasound probe could not be determined olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis exera ii ultrasound gastrovideoscope, there was crystal loss in the echo image and a black stripe in the image. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be a gap between the acoustic lens and the ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to damage to the acoustic lens, the displayed ultrasound image was defective. In addition to the gap between the acoustic lens and the ultrasound probe, evaluation findings included the following: due to wear of the lock engagement lever, the up/down knob cannot be locked securely, the elevator channel plug was loose, the scope connector cover plate was detached, the lock engagement lever had a scratch, switch button one (1) had a cut; due to damage on the ultrasonic probe, the number of missing elements exceed the standard value; due to a crack, the light guide (lg) lens had a snag; the adhesive around the lg lens had wear, the adhesive on the bending section cover had wear, the connecting tube had a scratch and coating peeling, and due to damage on the bending tube, the play of the right/left knob was out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.